Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the applier product code and lot number? Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). What suture type and size was used? When the event occurred, was the suture placed near the hinge of the clip? Was the applier checked for damaged (jaws straight and aligned)? If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6).

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture clips were used. During the procedure, the clip could be loaded into an applier properly but could not be loaded into the suture. Additional hand suture was performed to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested and the following was obtained: please provide the applier product code and lot number? Tp2amj. - please confirm if there is an issue with the applier? The clip could be loaded into an applier properly but could not be loaded into the suture. If yes, please create a product complaint and provide the respective reference number(s). - what suture type and size was used? Unk. - when the event occurred, was the suture placed near the hinge of the clip? Unk. - was the applier checked for damaged (jaws straight and aligned)? Unk. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Unk. - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. We regularly contact with sale rep about the device returning. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6).